Manufacturer narrative:
This is a combination product (B)(4). Report source, foreign and study. Event occurred in (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. No reference and batch number.

Event description:
It was reported that a patient experienced pain, surgeon states mild intra-articular effusion. Surgeon classified the relation to device as uncertain, not related to both procedure and instrumentation. It was not a revision surgery, but a complication reported as part of a post market clinical follow-up study. The product is still in place in the patient.

Manufacturer narrative:
This is a combination product (B)(4). This follow-up is to relay additional information. The following sections were updated : b4, b5, g3, g6, h2, h6, h10. Additional products implanted : 183002tnbn tinbn coated vanguard cr interlok femoral component 57.5mm right. 141251tnbn polished finned 1 piece tibial tray 63mm coat.tinbn. Patella not resurfaced, articular surface unknown. The product analysis can't be performed as the product was not returned. The device manufacturing quality record can't be performed since the reference and batch number was not communicated. 5 complaints, this one included, have been recorded on optipac, from (B)(6) 2018 to (B)(6) 2021. According to available data, root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient experienced pain, surgeon states mild intra-articular effusion. The event was reported due to a decrease in range of motion and swelling at the 7-year follow-up visit.surgeon classified the relation to device as uncertain, not related to both procedure and instrumentation. It was not a revision surgery, but a complication reported as part of a post market clinical follow-up study. The product is still in place in the patient.